Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Device discarded, single use device

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay for two tests performed on (B)(6) 2023. This MFR. Report addresses test (1) one of (2) two confirmation testing was performed using a precision system science gene read test and that generated a negative result no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m217731 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m217731 and test base part number 192-430 / lot m217731. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot m217731 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : device discarded, single use device.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay for two tests performed on (B)(6) 2023. This MFR. Report addresses test (1) one of (2) two confirmation testing was performed using a precision system science gene read test and that generated a negative result no additional patient information, including treatment and outcome, was provided.